Event description:
A consumer reported receiving low readings on their precision qid blood glucose monitor. The consumer was admitted to the hosp with high readings and it was determind that pt was using their meter at home with expired test strips and possibly mistreating themselves based on perceived lower readings.